Manufacturer narrative:
It was reported to abbott, a patient was experiencing discomfort at the ipg related to the size of the device. The patient was thin and reported the issue since it was implanted. The issue was resolved with replacement of the ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site due to the size of the ipg and the patient being of thinner stature. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.